Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified antibiotic. After an unspecified length of time in use, it was reported the tubing "separated at the bottom" of the clave y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.